Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new preconnected pump and cylinders were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient had an "s-shape" deformity after previous implant. There were no device malfunctions associated with the explanted ipp. Patient was said to be fine after the procedure. Upon discussion with implanting surgeon the "s-shape deformity was caused by the patient not following post operation directions to activate the implant causing a capsular contracture. No more information available at the moment. Should additional information become available, it will be provided.